Manufacturer narrative:
(B)(4): the customer reported that the loudspeaker was defective. The limited available information does not indicate whether there was any loss of audible alarming or any health risk. No patient harm was reported. The available information does not support that this failure is related to any known failure mode for this device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the loudspeaker was defective. No patient harm was reported.